Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to medical management, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Hepatic & renal dysfunction are known potential complications associated with all patients implanted with vad's. Bleeding is also a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device retained by patient.

Event description:
A report was received that this patient suffered from right ventricular dysfunction following an hvad to hvad pump exchange on (B)(6) 2017. The patient underwent placement of an impella pump for right heart failure on (B)(6) 2017. The patient subsequently developed severe hemoptysis with blood in the endotracheal tube (ett). There was concern for and airway/pulmonary artery hemorrhage that was treated with a bronchial blocker, mass transfusion, bronchoscopy, and holding anticoagulation. The patient was cannulated for veno-arterial (va) extracorporeal membrane oxygenation (ECMO) on (B)(6) 2017, and was transitioned to veno-arterial-venous (vav) ECMO on (B)(6) 2017 for lung injury. The patient's post-operative course was further complicated by hypotension requiring vasopressors, shock liver, gut dysfunction requiring total parenteral nutrition (tpn), anuric acute kidney injury requiring continuous renal replacement therapy (crrt), and the inability to anticoagulate due to recent bleed. The patient's family was concerned that the treatment measures were not inline with the patient's wishes. A decision was made to withdraw support on (B)(6) 2017. The patient passed away peacefully surrounded by family. No autopsy was performed.